Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that no changes led to the gas. They changed to a non-dairy diet in an attempt to resolve it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's had a lot of gas since the device was implanted. Patient stated that they didn't get a warning when it was going to happen and that its com eon suddenly after the surgery. Patient mentioned that they were told they may be lactose intolerant but they hadn't been in the past. Patient was advised to follow up with their healthcare professional (hcp). No further complications were reported.